Event description:
On (B)(4): customer reports via phone that no fluoro image occurred during a pt procedure. No details provided on pt demographics or type of procedure being completed. No information on how procedure was completed. Customer only stated there was no injury to the pt.

Manufacturer narrative:
Field service engineer (fse) found the sedecal console missing thema and time numbers. Fse also found the heat units read 27% and the unit had not been used in almost 24 hours. Fse troubleshoot, did a power cycle and everything worked properly. Fse monitored the system for an hour, with no problems noted. Fse completed system checkout per hut service manual and returned the unit to service. Fse followed up the next day with the customer and all functions worked properly.